Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was displaying inaccurately low results with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at approximately 5:15 pm. The patient reported obtaining a reading of ¿113 mg/dl" on the lfs meter with control solution. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported using a combination of medications including humulin 500 mg and novolog on a sliding scale to manage her diabetes. The patient reported on (B)(6) 2013 at 5:15 pm, she administered her usual dose of insulin. The patient reported 5-6 minutes later she developed symptoms of ¿dizziness, shakiness, and nausea .¿ the patient denied receiving any medication intervention in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. However the patient was found to be using the incorrect control solution. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue, she was unable to test on the lfs meter accurately and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.